Event description:
The customer reported that there was screen freeze.

Manufacturer narrative:
The customer reported that the info center was freezing up. On 07-jul-10, the field service engineer (fse) stated that the central station had an hour glass and that the waves were not updating. A member of the nursing staff stated that the waves and numerics were not updating and that there were no visual or audible alarms. Insufficient info was provided to confirm the issue was related to a screen freeze, however, based on the described symptoms the issue may not be readily obvious to the user and may not be easily detected. The experienced user could eventually notice the hour glass on the screen and that the waves were not updating; however, the malfunction may not be readily observed and will be reportable. The fse troubleshot the problem and found that the network switch had malfunctioned and required replacement. The fse stated that he did not know how the network switch could have been changed to 100/half duplex from 100/full duplex. He stated that it was unlikely that the biomedical engineer would have changed the configuration settings of the switch or that it would have made any switch changes. On 20-jul-10, the network engineer (ne) was contacted about the issue. He stated that a bad switch port could cause the change from 100/full duplex to 100/half duplex. He said that it was also possible that the switch port was not set to 100/full duplex but at auto-negotiate, where the switch could possibly change to 100/half duplex by itself. The ne thought that this was not possible since the switch had been configured years beforehand and there had been no similar issues before this one. According to the ne, the switch is only configured once during installation. The same freezing of the central was reported 28 jun 10 and it was found by further troubleshooting from the fse that a 128 mb memory stick had failed and was in an incorrect slot on the mother board. The fse replaced the memory card (stick) and the device returned to normal operation after the replacement. It is considered that the memory card failure as a major cause of the issue, although the network switch configuration at 100/half duplex (whose cause was unk) may have contributed to the problem. Trending shows not problem related to screen freeze for either network switch configuration or for memory sticks. No further action or further investigation is warranted. (B)(4).